Manufacturer narrative:
Insulin pump passed self test and displacement test. Hardware low level failures confirmed in pump trace download (variable 3) due to a broken trace at keypad assembly. No unexpected the motor arm cannot communicate with the main arm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose was 170 mg/dl at the time of incident. Customer reports they were able to clear the alarm and able to complete rewind the pump. Customer reports pump error reoccurs during self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.